Event description:
Rec'd info that multiple occlusion alarms occurred. Customer blood glucose level was impacted. During troubleshooting with tandem technical support, system check indicated that the occlusion was at the infusion set site.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a f/u report will be submitted.